Manufacturer narrative:
Final analysis found that it was difficult to fully insert the test lead into the atrial connector port of the pulse generator.

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the atrial port of the device. The pulse generator was no longer used and a new device was implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.